Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019, due to an extrusion of the receiver stimulator through the skinflap. The patient was not re-implanted; however, the electrode array was left insitu to preserve the cochlea for future implantation. This report is submitted september 10, 2019.

Manufacturer narrative:
This report is submitted on april 16, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient reported skin breakdown following radiation therapy (unrelated to the device) resulting in an infection at the implant site. The patient underwent revision skin surgery in (B)(6) 2018 to graft the skin at the implant site.